Event description:
It was reported that a malfunction alarm occurred after the pump got wet. There was no adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the type of insulin therapy they would use.